Event description:
Alleged overinfusion (antidote had to be given) - pump being returned to MFR after internal investigation at the hospital. It is claimed that the product was labeled as an ms26. No injury was sustained to the pt, but medical intervention was required due to the pt's level of consciousness. The pt was unarousable, had pin-point pupils and respirations of 6 per minute. The pt was given narcan 400mcg IV stat by the doctor at 1345 plus 10 mls of normal saline with no response from the pt. 400 mcg narcan repeated at 1350 hrs. Pt became arousable and respirations were 28 per minute. The pt was then specially handled by a trained member of the nursing staff and regular observations carried out on her respiratory rate.